Event description:
The customer reported to olympus, the ureteroscope, 6,4/7,8 fr. X 330 mm, 7°, straight ocular angle, 4,2 fr. Channel, with wa00395a, was found to be bent. Upon inspection of the customer¿s returned device it was observed, the outer tube was broken and broken black piece was noted on the channel mechanism. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, faded laser marking was noted on the model ring, and the distal fiber was found broken. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610773.

Manufacturer narrative:
Updated fields: h6, h10 corrected fields: e2, e3, g2 (health professional should not be selected on the initial) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.